Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical, that a consumer received a result of 201 mg/dl on their blood glucose meter. The consumer did not feel this was an accurate reading. Subsequently, the consumer's daughter brought her to the emergency room to have her blood glucose tested. The result in the emergency room was 87 mg/dl. The consumer was not treated and was released. The difference in the readings was determined to be clinically significant. The test strips in question will not be returned for evaluation.